Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.8 cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on an unspecified date. The patient's blood glucose levels reached 310 mg/dl while wearing the pod between 4 and 24 hours. The patient mentioned that they didn't go to the hospital because of the pod. The patient has gastroparesis and every time it acts up, it makes them have high blood glucose levels and sends them into dka. The patient's treatment was not provided. The patient was discharged on an unspecified date.